Event description:
It was reported that an arteriovenous fistula occurred. A left atrial appendage (laa) closure procedure was being performed. On the same day as the procedure, the patient developed an arteriovenous fistula that required hospitalization. No further information is known at this time.